Event description:
On 08/16/2024, it was reported by a sales representative via email that an ar-2326bcc biocomposite swivelock anchor broke during insertion. All the broken fragments were successfully removed. The case was completed using another ar-2326bcc biocomposite swivelock. This was discovered during a proximal bicep tenodesis procedure on (B)(6) 2024. The case was not delayed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.